Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert due to low impedance on the right ventricular (rv) lead. It was also suspected that there were chronic high thresholds, although it was not possible to check for this. The lead was reprogrammed to unipolar and remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.